Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep) indicated the pump was explanted on (B)(6) 2016. The pump was flipping in the abdomen and there was no patient injury. The patient status after the device was removed was recovered without sequela. The patient experienced a gradual loss of efficacy and therapy.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n425727, implanted: (B)(6) 2015, product type: accessory; product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a health care professional regarding a patient receiving dilaudid (concentration 10mg/ml, minimum rate dose) via an implantable pump. The indication for use was non-malignant pain. It was reported that the pump flips around a lot and can be manually moved in the pocket. It was unknown as to whether the patient experienced symptoms in relation to the event.

Manufacturer narrative:
Analysis of the catheter/catheter body revealed significant twisting that may have affected infusion. Analysis of the pump found no anomaly. (B)(4). The previously applied results code and conclusion code no longer applies. The results code and conclusion code refers to the pump. The results code and the conclusion code refers to the catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.